Event description:
In 2005, the patient's family member contacted lifescan alleging that the patient's meter was prompting the error 2 message. The medical affairs specialist (mas) spoke with the husband with assistance of a spanish interpreter four days after. The family member provided the following information: the patient tests with the meter twice a day and takes "glibenclamida" 5 mg, 3 times a day (every day). A nurse visits her daily to also test her blood glucose level. Four days before contacting lifescan, the reported meter prompted "error 2" three times in a row when the patient tested in the morning. She had no symptoms of high or low blood glucose level at that time. She took her usual medication. 30 minutes later, she felt "not well-oriented". The nurse arrived about 20 minutes later and obtained a result of 63 mg/dl on the nurse's meter while the patient was shaky. Two hours later a result of 86 mg/dl was obtained on the nurse's meter. The patient had not yet eaten that morning. She ate food and felt better. The patient has had several similar incidents of low blood sugar symptoms. She always eats and drinks something and feels better. The family member mentioned that the package was opened prior to buying. He stated that that the seal was peeled off and there was tape surrounding the package, as if the store tried to seal it. The husband - family member said that the error 2 issue was not resolved. The customer care representative (ccr) discovered that the patient was applying the blood sample incorrectly. The meter was replaced. The complaint is classified as a product malfunction because the error 2 issue was not resolved. There is no indication of adverse event. The patient took oral diabetes medication as usual. She developed symptoms of hypoglcemia after taking her diabetes medication and not eating.